Event description:
The lead failed to capture 2 days after implant and was re-positioned in the outflow tract (7/24/1998). On 7/25/1998 the lead failed to capture again. The pacemaker was reprogrammed on july 27th. The lead was then explanted on 7/28/1998. The pt required an active fixation lead, which resolved the issue of dislodging. According to the sales rep., the pt's trebeculae were flattened, thus preventing the lead from adhering properly.